Event description:
It was reported by dealer that they are having trouble with the buttons on the joystick for the m51pr power chair. The issue is with turning the device on and off. The dealer believes it is a bad overlay.